Manufacturer narrative:
The initial reporter's facility name: (B)(6) medical center. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the trocar was not sharp enough and they do not like the hub on the drain. Provided them with a hubless drain. Per mail received from customer on 09 jan 2026, it was reported customer has been experiencing issues with the jp drains currently set up across the system.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review was not performed because labelling could not have prevented the reported failure. A DHR could not be performed since no lot number was provided. The initial reporter's facility name: (B)(6). The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the trocar was not sharp enough and they do not like the hub on the drain. Provided them with a hubless drain. Per mail received from customer on (B)(6) 2026, it was reported customer has been experiencing issues with the jp drains currently set up across the system.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review was not completed due to a lack of information. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Corrections: f, h. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the trocar was not sharp enough and they do not like the hub on the drain. Provided them with a hubless drain. Per mail received from customer on 09jan2026, it was reported customer has been experiencing issues with the jp drains currently set up across the system.